Event description:
The end user reported that she received a used quad cane second hand with worn tips. While using the cane the end user slipped and fell on ice, sustaining bruising and a twisted knee. No medical intervention was sought.